Event description:
Boston scientific received information that after the implant procedure of this lead, the patient suffered cardiac tamponade during the night. The patient remained in the hospital and an urgent procedure was performed to drain the fluid from the heart. The procedure was completed successfully and the patient is being monitored. The lead remains implanted.